Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported that the flexvision monitor intermittently showed no image, though video input boxes were visible, reboot temporarily restored functionality. The rse advised downloading the board software on the flex pc, but the issue could not be resolved remotely and requested onsite support. To resolve the issue, the fse replaced the dvi matrix switch, rebooted the system three consecutive times. The defective part was sent for analysis, for dvi matrix switch no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.